Event description:
The manufacturer representative reported at the patient's last refill 17 cc's were withdrawn from a 20 cc pump. The patient's previous refill had been back in november. No patient symptoms were reported. They were planning on scheduling a rotor study. Additional information has been requested from the hcp, but was not available on the date of this report.

Manufacturer narrative:
.